Event description:
Instrument fracture. It was reported that a black plastic piece of the oxford impactor fell apart while surgeon was impacting the tibial implant. No pieces fell inside the patient.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints product evaluation engineer for investigation. The complaint states, black plastic piece of oxford impactor fell apart while surgeon was impacting the tibial implant. No piece fell inside the patient. The reported event occurred during surgery. No health consequences or impact. Review of product could not confirm that the oxford uni ph3 tib impactor driving head (31-420932-4 rev d) is fractured as described by the reported event due to the component not being returned. It can only be confirmed that the component is missing. Visual inspection of the returned product confirms that there is general wear and tear on the surface of the instrument which is in line with repeated use and time in field (approximately 2 years). However, the reported event could not be confirmed as the driving head component was not returned with the top level finished part. Dimensional check was not carried out as dimensional non-conformance does not have any impact on the reported event. No assembly checks were carried out as component in the reported event was not returned. Review of material certificates from rochling engineering plastics confirms that ppsu is conforming to standards, specification and was annealed prior to shipment to zb. The component that was reported as fractured was not returned for review and the material certificates & DHR confirms conformance to specification. Information on usage conditions or force applied to the instrument was not defined. Therefore, the root cause cannot be confirmed with the available information. If any additional information becomes available, then the complaint will be reopened and investigated. A review of the manufacturing history record confirms that all operations and required inspections were carried out as per specification and suggests that the product left zb conforming to specification. Review of the manufacturing history record not show any history of any non-conformances during the manufacture of the product. A review of the complaint database over the last 3 years did not show any CAPA or hhed associated to this complaint category. Both the severity and occurrence of the reported event are in line with the risk file. No harm to patient has been reported. The item was distributed conforming. Adequate instructions are provided to ensure the instrument is reprocessed correctly. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be negligible. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Initial report. The product has been requested to be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Instrument fracture. It was reported that a black plastic piece of the oxford impactor fell apart while surgeon was impacting the tibial implant. No pieces fell inside the patient.